Event description:
Date of event unk. The user reported that when they attempted to flush the cvc port, the smartsite valve broke in two, leaving the tip of the line exposed. From the reported information, there are no indications of serious harm or injury to the user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). The investigation confirmed the customer's complaint of disconnection between the white cap and the clear body of the smartsite. It can be seen that the disconnection was caused by the plastic breaking. No manufacturing defect could be attributed to this type of failure. It is not possible to confirm a definite root cause for the 2000e breaking; however, in the past this has been noted to have occurred when the entire smartsite has been excessively swabbed or sprayed with alcohol-based disinfectant rather than just swabbing the top of the piston as recommended in the directions for use. A review of the complaints database has not identified an increased trend for this issue; however, cardinal health will continue to monitor incoming complaints to ensure that a trend is not developing.